Event description:
A customer reported an issue with their freestyle meter. Upon product investigation, it was discovered the meter exhibited the memory overwrite malfunction.

Manufacturer narrative:
Internal identifier(s): (B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customer and retailers have been informed through the adc fa16may2006 letter.